Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were some episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was stable. Further information was requested but none received.